Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the 1st diagonal artery. The mini trek 2.0 x 12 mm balloon was inflated for 7 seconds at 8 atmospheres (atm). During the attempt to deflate the balloon, negative was pulled 2 - 3 times; however the balloon could not be deflated. The balloon was retracted from the anatomy fully inflated. No issues had been noted during preparation of the balloon prior to use. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.